Manufacturer narrative:
Patient information is not available for reporting. This report is for an /unknown lot number- unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the screwdriver tip broke. No additional information provided. There is 1 device in this complaint. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. H3, h4, h6: a device history record review was requested. B3: inadvertently reported 1/1/2018 as event date. Event date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review was completed. Part: 314.020, lot: 9853818, manufacturing site: (B)(4), release to warehouse date: 24. May 2016. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The returned small hexagonal screwdriver with holding sleeve (314.02, 9853818) is included in a variety of trauma sets and used during screw insertion. The returned screwdriver was received without its holding sleeve, and with its distal hex tip warped torsionally, but not broken; therefore the reported complaint condition was not confirmed. Service and repair technician reported the tip of the screwdriver was rounded off. The returned small hexagonal screwdriver with holding sleeve (314.02, 9853818) was manufactured on 24-may-16 and drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No mrrs, ncrs, or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s), which would contribute to the complaint condition. The material properties of the returned part(s) were determined to be conforming at the time of manufacture and based on review of the associated/available DHR(s) and based on the details of the complaint and investigation of the returned part(s), additional material testing is not required. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Dimensional check: drawing: feature: tip length specification = 3.9 + 0.3 mm, measured: 4.2 mm (conforming), feature: hex tip height (flat to flat) specification = 2.5 ¿ 0.02 mm, measured: 2.5 mm (conforming). Based on the available information it is not possible to determine a definitive root cause for the complaint condition. Considering the way the tip is torsionally deformed it is most likely that the damage occurred while attempting to loosen a screw which was tightly secured, and therefore required increased torque, which eventually torsionally deformed the tip. Corrected data: date reported in initial medwatch was 02/02/2018. Correct date should have been 02/01/2018 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. No patient involvement was reported. Patient code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the tip of the small hexagonal screwdriver with holding sleeve broke. No patient involvement was reported. This report is for one (1) small heaxagonal screwdriver with holding sleeve. This is report 1 of 1 for (B)(4).